Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck inside me [foreign body in reproductive tract]; tampon was stuck inside... Upon removal there was no string [complication of device removal]; tampon stuck inside for 24 hrs- over 8 hr wear limit [device use error] tampon. Upon removal, there was no string, appears to never of had a string [device physical property issue]. Consumer sent e-mail stating the tampon had no string when removed, and it appeared to never have had a string. No serious injury was reported.